Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing during a bradycardia rhythm. The doctor will decide what to do. The device remains implanted.